Event description:
Caller reported cartridge alarm 20, which did not adversely impact the customer's blood glucose level. Technical support confirmed the issue with consecutive cartridges and decided to replace the pump. The customer will continue using the current pump and will switch to an alternate method if necessary. Technical support advised that a new pump with updated software would be provided, and they confirmed the customer's understanding of the necessary steps, including storing the pump and returning the faulty one to tandem within 10 days. The customer was also informed about setting up the replacement pump and connecting it to their cgm.